Event description:
The customer reported a lower than expected beta human chorionic gonadotrophin (bhcg) result, within the normal reference interval, for one patient involving access 2 immunoassay system. Subsequent testing recovered a higher bhcg result, within a different gestational category, that better matched the patient's clinical presentation. The erroneous patient result was released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) reviewed the customer's calibrations and bhcg quality control (qc) results prior to and after the event. The fse stated that there were no failures in the data reviewed. The fse noted the erroneous patient result in the presentation was not qns (quantity not sufficient) flagged. A routine system check was performed on (B)(6) 2012 and passed within system specifications. The fse inspected the precision and wash pumps, and the main pipettor for leaks and/or wear. No issues were noted. The fse verified all the main pipettor alignments as well as the ultrasonic temperature and voltage; all were within system specifications. The fse performed a routine system check and a high sensitivity system check both of which passed within system specifications. Assay quality control (qc) was performed which resulted within the laboratory's established ranges. The unit conformed to the manufacturer's published performance specifications. Quality control (qc) was within the customer's established ranges. The cause of the event is unknown.